Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "does not show image". No negative impact in state of health reported.

Manufacturer narrative:
Investigation: the endoscope was returned and investigated by the manufacturer. A visual and functional test was carried out on the endoscope. Handgrip, housing, and the shaft are in good condition. During the testing the reported error could be confirmed, there is no image and light output from the endoscope. It was found that the housing is filled with moisture and the interface board is corroded although the endoscope was tight (no leakage). It is therefore determined that the reported issue was caused by moisture ingress, which damaged the interface board. The endoscope was not leaking and the only possible way for moisture getting inside the sealed device is through the pressure compensation valve. For this reason, it is concluded that a usage error led to the moisture ingress and the missing image. The event is filed under internal karl storz complaint ID: (B)(4).